Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported the development of a large bump at a previous sensor insertion site on the right arm, where a sensor had been placed. The patient alleged that the sensor wire may have detached from the sensor pod and remained embedded in the skin, accompanied by localized pain. On (B)(6) 2025, the patient consulted a physician, who prescribed clindamycin 300 mg, to be taken three times daily. Despite the antibiotic treatment, the bump did not subside. The patient subsequently underwent two punch biopsies on (B)(6) 2025, measuring 8 mm and 12 mm, respectively. Stitches were placed at both biopsy sites. According to the patient, biopsy results showed no evidence of a retained foreign object, and she was advised to continue the antibiotic regimen. At the time of reporting, the patient noted that the bump began to subside after she discontinued sensor insertions in the right arm. No data or product was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code problem code: f2201 biopsy / code not available. H6 codes: health effect - impact code problem code : correction to disregard 4650. Appropriate term/code not available. H6 codes: health effect - clinical code problem code: e1803 nodule/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581. Appropriate term/code not available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 07/21/2025. It was reported that on or around (B)(6) 2025, the patient experienced pain and a bent (angled) needle during sensor insertion in the right arm, resulting in sensor failure. The patient removed the sensor and inserted a new one in the left arm without issue. Approximately one month later, on (B)(6) 2025, the patient noticed a lump at the previous right arm insertion site. She suspected that a part of the sensor probe may still been under the skin. By (B)(6) 2025, the lump had become swollen and was weeping, prompting a visit to a walk-in clinic. The physician prescribed clindamycin 300 mg (one capsule four times daily for 10 days). On (B)(6) 2025, the patient saw a dermatologist, who recommended a skin punch biopsy and an x-ray to assess a retained foreign body. On (B)(6) 2025, the patient underwent an 8 mm skin punch biopsy and soft tissue x-ray. Imaging showed no retained foreign object, though it was suspected that the wire may have been removed during the biopsy. The physician extended the clindamycin course by three days and scheduled follow-up wound care visits. During follow-ups on april (B)(6) 2025, the wound was noted to be non-healing, and continued monitoring was advised. On (B)(6) 2025 due to lack of healing, a 12 mm skin punch biopsy with stitches was performed at the same site. The patient was instructed to return every six weeks until full healing. At 06/03/2025 follow-up, the wound was reported to be improving. The physician recommended continued use of mupirocin ointment, which the patient had already begun using to aid healing and prevent infection. At the time of the report, the patient noted reduced pain and complete wound healing, with a final follow-up appointment scheduled for 08/05/2025. No additional patient or event information is available.